Event description:
Information received from the field notes inappropriate measured data. Prior to recalibration the measured battery voltage was 2.59v. Post recalibration the measured voltage was 2.70v. The patient returned to the clinic after two weeks. The measured battery data varied with different programmed values. The patient was not pacemaker dependent and remained asymptomatic.